Manufacturer narrative:
Device evaluated by MFR.: the device was returned and underwent a visual and tactile examination. The balloon was not folded which indicates that the device was subjected to positive pressure and blood observed inside the balloon is evidence of a device leak. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. There were no damages noted on the tips, blades were present and fully attached to the balloon surface, and no kinks or damages were found on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The device was removed without any problem and no damage was observed. It was observed that the rupture was the shape of a pinhole. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The device was removed without any problem and no damage was observed. It was observed that the rupture was the shape of a pinhole. Another of the same device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the target lesion was 99% stenosed, moderately tortuous and moderately calcified shunt vein.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned and underwent a visual and tactile examination. The balloon was not folded which indicates that the device was subjected to positive pressure and blood observed inside the balloon is evidence of a device leak. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. There were no damages noted on the tips, blades were present and fully attached to the balloon surface, and no kinks or damages were found on the shaft of the device.